Manufacturer narrative:
Sections with additional information as of 08-nov-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Root cause: rc-061: storage outside specifications.

Event description:
Consumer initially called for assistance with performing a control test. Control test performed during call produced result of 63 mg/dl. Control test not within acceptable range of 23-53 mg/dl. Control level one, lot# 2bc1b57, manufacturer¿s expiration date is 05/31/2024 and open date is (B)(6) 2022. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The test strip lot manufacturer¿s expiration date is 09/20/2023 and open vial date is two weeks ago.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned. Defect found on returned strips: control results out of range. Reported defect not reproduced on returned meter. Product evaluation has been completed. Returned product was forwarded to r&d chemistry for root-cause. R&d investigation has been completed root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 20-sep-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.